Event description:
The dentist reported that 5 months after the dental implant was installed in intra-oral region #10, it was verified its non-osseointegration. Forty ncm of primary stability was achieved, pt presented low bone quality (bone type iii) and bone graft was executed.